Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 38-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that bubbles were noted in the left ventricle that appeared to originate in the aorta on echo, following initial implant of impella cp.

Manufacturer narrative:
The investigation for the reported embolism has been completed. Data logs and product were not returned for review. As per clinical air bubbles were noted in left ventricle which originated in aorta per echo. All other clinical details are unknown. The cause of the embolism issue was unable to be determined as no device or logs were returned and insufficient clinical information was provided. D4-updated model number to impella cp.